Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Water tightness was not maintained due to perforation of the forceps channel. Liquid leakage was evident in the light guide bundle, the control body, scope connector, the light guide cover lens, the up/down plate, the universal cord, the vent metal and the grip. In addition to the findings reported to b5, the tip cover was scrapped off, there were wrinkles in the insertion tube, the bending angle was insufficient due to an elongated angle wire, the forceps and the channel cleaning brush could not be inserted smoothly, residual fluid or foreign matter will come out of the forceps channel. The bending section cover adhesive was missing and scratches were found throughout the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that damage to the imaging unit caused the 315 error code. It was likely caused by the breakage or disconnection of the im, image sensor unit due to the stress of repeated use, external factors or or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. This issue is addressed in the instructions for use (IFU): the operation manual describes for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. Inspection of the endoscopic image: confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the distal end of the endoscope. (See figure 3.22). 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope was leaking. During inspection and testing of the returned device, error e315 (non-target scope connection) was observed. The scope was being cleaned with this occurred and the reprocessing was stopped due to the leak. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.